Event description:
It was reported that after battery change, insulin pump screen display remained white and made a constant sound. Insulin pump would be replaced.

Manufacturer narrative:
The pump was received with a blank flashing white display and a constant beeping alarm due to a cracked lcd controller. No damage to the case assembly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.